Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and found bad contact in the display connector, adjustment was made to resolved the event. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an upper blank display. The ventilator was not in use on a patient at the time the event occurred.